Event description:
It was reported that bd alaris smartsite pump infusion set was separated, the following information was received by the initial reporter with the following verbatim. It was reported by customer that rn was priming a 3-port tubing (ref (B)(4)) and the lower part of the tubing unattached from the tubing set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2426-0007, lot 25013133 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the distal y-site. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, according to the investigation the potential root cause of the leakage between tube and upper fitment component were the following: -bushing plugged or partially plugged due to adhesive, and tube remains. -medica adhesive dispensing had a mal function and not dispend solvent. -assembly method not followed by the personnel involved in the operation. The actions to improve the process and decrease the failure mode of separation of bonding will be documented in bd's quality system as change control and engineering change request. Additional a quality alert was generated for all personnel involved in the operations affected. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.